Manufacturer narrative:
Corrected h6: investigation conclusion code.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test. Additionally, multiple short circuits were detected. Further investigation revealed damage to the shaft material at the distal edge of the electrode 4 ring, consistent with the failed shaft leak test, short circuits, optical signal interruption in fibers 1-3, and a loss of force data during the procedure. The cause of the damage is consistent with damage during use.

Event description:
This event is being reported based on analysis of the catheter which revealed short circuits.